Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified arterior tibial artery. A 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another coyote nc balloon. No patient complications nor injuries were reported.